Manufacturer narrative:
The customer sent 5 tubes of samples from the same patient to the manufacturer for testing. The customer's troponin t results were reproduced on a e 601 analyzer. Investigations are consistent with the presence of a high molecular weight interferent in the patient sample that may lead to falsely elevated troponin t values and to the observed differences on both platforms. Such an interference is extremely rare and covered by disclaimer in the method sheet: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. The reagent has been formulated to minimize this effect. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Event description:
The initial reporter stated that they received erroneous results for one patient sample tested with the elecsys troponin t gen. 5 stat assay on a cobas e 411 immunoassay analyzer and a cobas 6000 e 601 module. No erroneous results were reported outside of the laboratory. The sample was tested on the e 411 analyzer where it resulted with a troponin t value of 17 ng/ml. The sample was repeated on the e 601 analyzer, resulting as 235 ng/ml. The sample was repeated again on the e411 analyzer, resulting with a value of 14.13 ng/ml and repeated again on the e 601 analyzer, resulting with a value of 242 ng/ml. The customer believed the results of 235 ng/ml and 242 ng/ml to be correct since they matched the patient's diagnosis. No adverse events were alleged to have occurred with the patient. The serial number of the e 411 analyzer is (B)(4). The serial number of the e 601 analyzer is (B)(4). The field service engineer checked both analyzers. Alignments of probes and mechanisms were within specifications. The photomultiplier tube high voltage was high on both analyzers and this was re-adjusted to acceptable ranges. Performance testing was run on both analyzers and results were within specifications. The customer ran calibration and controls on both analyzers with no issues. The customer performed a multi-site comparison study for 20 other patient samples tested for troponin t on the complained e411 analyzer, an e 601 analyzer at a second site, and an e 411 analyzer at a third site. One sample from the study had erroneous values which are not reportable as a malfunction. The results from the study were deemed to be acceptable.